Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported that the adc freestyle libre 2 applicator needle became stuck in arm during insertion, and could not be removed. The customer had contract with a healthcare professional for assistance. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no damage was observed. The sensor plug was observed not properly seated. Unable to perform further investigation, as the sensor applicator and pack have not been returned. No malfunction or product deficiency was identified. If the sensor applicator and pack are returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
A caregiver (mother) reported, that the adc freestyle libre 2 applicator needle became stuck in arm, during insertion. And could not be removed. The customer had contract with a healthcare professional for assistance. There was no report of death or permanent injury associated with this event.